Manufacturer narrative:
Covidien service found the power supply board faulty, burned capacitor c3 on the board. The serial number provided does not populate in the system, so the device manufacture date is unk. (B)(4).

Event description:
It was reported to covidien that the unit was in ac mode and smoke was seen from the right grid on the chassis. No pt involvement reported.